Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced large ketones and blood glucose (bg) levels ranging between 400mg/dl to 500's mg/dl. Correction boluses were delivered, water was consumed and the customer's healthcare provider was contacted after the most current occlusion alarm to address the bg levels. A system check was performed on the current pump supplies and the pump performed as intended. The customer declined to remove their infusion set site to inspect their cannula. Tandem technical support advised the customer to change their infusion set site if their bg levels remained elevated. The customer reported manual injections would be used for insulin therapy.